Event description:
A device was returned to the third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation of serious or permanent harm or injury. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of visible foam degradation. In addition, the device displayed error code e130 (err_task_wdog_timeout) recorded in the error log. The device was scrapped by the service center after the evaluation was completed. A final report is being submitted. If new information becomes available, a follow up/supplemental report will be completed.